Event description:
Out of specification condition found during mfg testing.

Manufacturer narrative:
No follow-up with the user facility was initiated in this situation because this report is based solely on the analysis of the returned device. No information to suggest the occurrence of a device related adverse event or product problem was received from the user facility. Evaluation summary (B)(4) defib conductor fractured, full lead returned.